Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. The customer's blood glucose level was 116 mg/dl. Reportedly, the customer thinks it was dropped, but was unsure. It was indicated that the customer would administer manual injections as alternate insulin therapy.